Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('prematured delivery'), pregnancy with contraceptive device ('pregnant/ pregnancy (with complications)') and embedded device ('essure is in the uterine muscle wall/ right essure in subserosal region out of tube/ right coil out the fallopian tube') in a 32-year-old female patient who had essure (batch no. 675114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, appendectomy, vaginal yeast infection and delayed period. Previously administered products included for an unreported indication: mirena and prenatal vitamins. Past adverse reactions to the above products included dyspareunia with mirena. Concurrent conditions included hyperthyroidism, hypertension, thyroid cancer, vaginal discharge and stress. Concomitant products included calcium carbonate since (B)(6) 2009, ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2008 to (B)(6) 2009, hydrochlorothiazide since (B)(6) 2011, levothyroxine since (B)(6) 2010, omeprazole (protonix), sertraline hydrochloride (zoloft) from (B)(6) 2010 to (B)(6) 2011, sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2009 and tranexamic acid (lysteda) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems - depression"), anxiety ("psychological or psychiatric problems condition: metal anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 11 days after insertion of essure. On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uninary tract infection") and fatigue ("fatigue,"). In october 2010, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd, esophageal reflux") and oesophagitis ("gastrointestinal or digestive system condition type:esophagitis"). On (B)(6) 2010, the patient experienced premature delivery (seriousness criterion hospitalization). On (B)(6) 2010, the patient experienced device expulsion ("essure is in the uterine muscle wall / migration of essure device location of device: uterus\failure to occlude (close) fallopian tube(s)"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), back pain ("has had a lot of back pain"), pelvic discomfort ("pelvic issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the premature delivery, pregnancy with contraceptive device, back pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, fatigue, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, pelvic pain and oesophagitis outcome was unknown and the embedded device, device expulsion and pelvic discomfort had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 2312.85g was the reported birth weight. The reporter provided no causality assessment for pelvic discomfort with essure. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrooesophageal reflux disease, menorrhagia, oesophagitis, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient stated she may end up having to have surgery to remove it. Separate child case is created under case no. (B)(4). On the right, essure was placed first. There was a small amount of resistance initially. Then the tube relaxed, and the essure was placed without difficulty. There were 2 loop3 vi3ible following the placement. The opposite side was placed with less resistance with 5 loops visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successfully occluded. The left tube was blocked. The right coil migrated to the uterus. Pregnancy test - on (B)(6) 2010: results: pregnancy confirmed. Ultrasound scan - on (B)(6) 2010: results not provided; on (B)(6) 2010: results not provided; on (B)(6) 2010: subjective: repeat ultrasound. Ultrasound findings: viable intrauterine pregnancy estimated gestational age: 5-6 wk singleton, + fetal heart rate, + fetal movement assessment: pregnancy; on (B)(6) 2010: results not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: urinary tract infection , gastrooesophageal reflux disease, back pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery'), pregnancy with contraceptive device ('pregnant/ pregnancy (with complications)') and embedded device ('essure is in the uterine muscle wall/ right essure in subserosal region out of tube/ right coil out the fallopian tube') in a 32-year-old female patient who had essure (batch no. 675114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, appendectomy, vaginal yeast infection and delayed period. Previously administered products included for an unreported indication: prenatal vitamins and mirena. Past adverse reactions to the above products included dyspareunia with mirena. Concurrent conditions included hyperthyroidism, hypertension, thyroid cancer, vaginal discharge and stress. Concomitant products included calcium carbonate since july 2009, ethinylestradiol;etonogestrel (nuvaring) from january 2008 to october 2009, hydrochlorothiazide since january 2011, levothyroxine since december 2010, omeprazole (protonix), sertraline hydrochloride (zoloft) from december 2010 to march 2011, sulfamethoxazole;trimethoprim (mortin) since october 2009 and tranexamic acid (lysteda) from june 2010 to september 2011. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems - depression"), anxiety ("psychological or psychiatric problems condition: metal anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 11 days after insertion of essure. On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uninary tract infection") and fatigue ("fatigue,"). In october 2010, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd, esophageal reflux") and oesophagitis ("gastrointestinal or digestive system condition type:esophagitis"). On (B)(6) 2010, the patient experienced premature delivery (seriousness criterion hospitalization). On (B)(6) 2010, the patient experienced device expulsion ("essure is in the uterine muscle wall / migration of essure device location of device: uterus\failure to occlude (close) fallopian tube(s)"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), back pain ("has had a lot of back pain"), pelvic discomfort ("pelvic issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the premature delivery, pregnancy with contraceptive device, back pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, fatigue, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, pelvic pain and oesophagitis outcome was unknown and the embedded device, device expulsion and pelvic discomfort had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 2312.85g was the reported birth weight. The reporter provided no causality assessment for pelvic discomfort with essure. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrooesophageal reflux disease, menorrhagia, oesophagitis, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient stated she may end up having to have surgery to remove it. Separate child case is created under case no. (B)(4). On the right, essure was placed first. There was a small amount of resistance initially. Then the tube relaxed, and the essure was placed without difficulty. There were 2 loop3 visible following the placement. The opposite side was placed with less resistance with 5 loops visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successfully occluded. The left tube was blocked. The right coil migrated to the uterus. Pregnancy test - on (B)(6) 2010: results: pregnancy confirmed. Ultrasound scan - on (B)(6) 2010: results not provided; on (B)(6) 2010: results not provided; on (B)(6) 2010: subjective: repeat ultrasound. Ultrasound findings: viable intrauterine pregnancy estimated gestational age: 5-6 wk singleton, + fetal heart rate, + fetal movement assessment: pregnancy; on -2010: results not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: urinary tract infection , gastrooesophageal reflux disease, back pain, depression. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received- new events added; pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, psychological or psychiatric problems condition: depression and mental anguish,dysmenorrhea (cramping), dyspareunia, fatigue, gastrointestinal or digestive system condition type: gerd, esophagitis, reflux, pelvic pain, premature delivery were added. Lot number and new reporters information were added. Concomitant conditions and drugs were added, historical drugs and conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure is in the uterine muscle wall/ right essure in subserosal region out of tube") and pregnancy with contraceptive device ("pregnant") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included dyspareunia with mirena. In october 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("essure is in the uterine muscle wall"), back pain ("has had a lot of back pain") and pelvic discomfort ("pelvic issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, back pain and pelvic discomfort had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 2312.85g was the reported birth weight. The reporter provided no causality assessment for back pain, device expulsion, embedded device, pelvic discomfort and pregnancy with contraceptive device with essure. The reporter commented: patient stated she may end up having to have surgery to remove it. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6)2010: results: pregnancy confirmed.. Ultrasound scan - on (B)(6)2010: results not provided.; on (B)(6)2010: results not provided.; on (B)(6)2010: results not provided.; on (B)(6)2010: results not provided.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('prematured delivery'), pregnancy with contraceptive device ('pregnant/ pregnancy (with complications) / pregnancy: birth - no complication'), embedded device ('essure is in the uterine muscle wall/ right essure in subserosal region out of tube/ right coil out the fallopian tube') and device dislocation ('migration') in a 32-year-old female patient who had essure (batch no. 675114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, appendectomy, vaginal yeast infection and delayed period. Previously administered products included for an unreported indication: mirena and prenatal vitamins. Past adverse reactions to the above products included dyspareunia with mirena. Concurrent conditions included hyperthyroidism, hypertension, thyroid cancer, vaginal discharge and stress. Concomitant products included calcium carbonate since (B)(6) 2009, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2008 to (B)(6) 2009, hydrochlorothiazide since (B)(6) 2011, levothyroxine since december 2010, omeprazole (protonix), sertraline hydrochloride (zoloft) from december 2010 to march 2011, sulfamethoxazole;trimethoprim (mortin) since october 2009 and tranexamic acid (lysteda) from (B)(6) 2010 to (B)(6) 2011. On 22-oct-2009, the patient had essure inserted. On 1-jan-2010, the patient experienced depression ("psychological or psychiatric problems - depression / psych injury"), anxiety ("psychological or psychiatric problems condition: metal anguish / psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 11 days after insertion of essure. On 22-mar-2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On 1-oct-2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia) / menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uninary tract infection") and fatigue ("fatigue,"). In october 2010, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd, esophageal reflux") and oesophagitis ("gastrointestinal or digestive system condition type:esophagitis"). On 29-oct-2010, the patient experienced premature delivery (seriousness criterion hospitalization). On 10-dec-2010, the patient experienced device expulsion ("essure is in the uterine muscle wall / migration of essure device location of device: uterus\failure to occlude (close) fallopian tube(s)"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), back pain ("has had a lot of back pain"), pelvic discomfort ("pelvic issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/ chronic"), abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the premature delivery, pregnancy with contraceptive device, device dislocation, back pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, fatigue, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, pelvic pain, oesophagitis, abdominal pain and vaginal infection outcome was unknown and the embedded device, device expulsion and pelvic discomfort had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 2312.85g was the reported birth weight. The reporter provided no causality assessment for pelvic discomfort with essure. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrooesophageal reflux disease, menorrhagia, oesophagitis, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient stated she may end up having to have surgery to remove it. Separate child case is created under case no. 2019-146602. On the right, essure was placed first. There was a small amount of resistance initially. Then the tube relaxed, and the essure was placed without difficulty. There were 2 loop3 vi3ible following the placement. The opposite side was placed with less resistance with 5 loops visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successfully occluded. The left tube was blocked. The right coil migrated to the uterus bilateral occlusion. Pregnancy test - on (B)(6) 2010: results: pregnancy confirmed. Ultrasound scan - on 26-mar-2010: results not provided; on 29-mar-2010: results not provided; on 05-apr-2010: subjective: repeat ultrasound. Ultrasound findings: viable intrauterine pregnancy estimated gestational age: 5-6 wk singleton, + fetal heart rate, + fetal movement assessment: pregnancy; on 03-may-2010: results not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: urinary tract infection , gastrooesophageal reflux disease, back pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events abdominal pain, migration and vaginal infection added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure is in the uterine muscle wall/right essure in subserosal region out of tube") and pregnancy with contraceptive device ("pregnant") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included dyspareunia with mirena. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("essure is in the uterine muscle wall"), back pain ("has had a lot of back pain") and pelvic discomfort ("pelvic issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, back pain and pelvic discomfort had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. (B)(6) was the reported birth weight. The reporter provided no causality assessment for back pain, device expulsion, embedded device, pelvic discomfort and pregnancy with contraceptive device with essure. The reporter commented: patient stated she may end up having to have surgery to remove it. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2010: results: pregnancy confirmed.. Diagnostic results: on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, ultrasound was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.